Event description:
It was reported via repair work order tht the fowler was drifting due to damaged motor assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.